Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2024 from connector. Infusion set was used for 1 day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.